Event description:
It was reported that the pacemaker battery voltage was low, but elective replacement indicator (eri) had not tripped. The device is still in use. No patient complications have been reported as a result of this event. Further reports of low battery voltage and no eri messages were received approximately one and six months after the initial report. It was further reported that the device went to eri. The device was explanted and replaced.

Event description:
It was reported that the pacemaker battery voltage was low, but elective replacement indicator (eri) had not tripped. The device is still in use. No patient complications have been reported as a result of this event. Further reports of low battery voltage and no eri messages were received approximately one and six months after the initial report. It was further reported that the device went to eri. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated. On (B)(6) 2010, the battery voltage with telemetry was 2.55v, and the daily measurement was 2.92v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated. On (B)(6)2010, the battery voltage with telemetry was 2.55v and the daily measurement was 2.92v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed high battery impedance. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated. On june 17, 2010, the battery voltage with telemetry was 2.55v, and the daily measurement was 2.92v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated. On (B)(6), 2010, the battery voltage with telemetry was 2.55v, and the daily measurement was 2.92v.

Event description:
It was reported that the pacemaker battery voltage was low, but elective replacement indicator (eri) had not tripped. The device is still in use. No patient complications have been reported as a result of this event. Further reports of low battery voltage and no eri message were received approximately one and six months after the initial report. Review of the save-to-disk files found the last battery measurements made through the device were 2.93v and 2.92v, versus the 2.55v/2.58v measurements made through the programmer. The device remains in use, and normal follow-up will be continued. No patient complications were reported as a result of this event.

Event description:
It was reported that the pacemaker battery voltage was was low but elective replacement indicator had not tripped. The device is still in use. No further patient complications have been reported as a result of this event.